Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: syringe 60 ml leaked when pulling up the dacarbazine solution. The liquid was dripping through the rubber over the plunger and dripping over the gloves of preparer. The syringe was thrown away because it contained cytostatics. Lot number is unknown.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: syringe 60 ml leaked when pulling up the dacarbazine solution. The liquid was dripping through the rubber over the plunger and dripping over the gloves of preparer. The syringe was thrown away because it contained cytostatics. Lot number is unknown.